Event description:
Healthcare professional reported left side device rupture. Healthcare professional additionally reported rupture of implant mi¿, ¿completely unstructured in left breast, double capsule tracts, siliconomas, ¿villous areas¿, and ¿possible siliconomas." The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b6, d9, e1, h6.

Event description:
Healthcare professional additionally reported rupture of implant mi¿, ¿completely unstructured in left breast, double capsule tracts, siliconomas, ¿villous areas¿, and ¿possible siliconomas." The device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side device rupture. Healthcare professional additionally reported rupture of implant mi¿, ¿completely unstructured in left breast, double capsule tracts, siliconomas, ¿villous areas¿, and ¿possible siliconomas." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h3, h6.. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on the posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) no other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side device rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
The event of rupture has been confirmed via ultrasound.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.